Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged between 164-300 mg/dl. Supply changes were performed to resolve the past occlusion alarms. The customer declined troubleshooting with tandem technical support to determine a possible cause of the current occlusion. Tandem technical support advised the customer to wear the pump in a case to address the occlusion alarm, as the customer typically wears the pump against their skin.